Event description:
Healthcare professional reported a left side "suspected/actual rupture/deflation" and "change shape/size/style" via nbir. "Change shape/size/style" is not considered a complaint against the device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture